Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display unit was replaced .

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly cycled power, resolving the reported complaint. There was no reported patient injury.